Manufacturer narrative:
(B)(6).

Event description:
It was reported the fast-fix 360 curved ndl delivery system suture broke after t2 deployment as the needle was being withdrawn. It was reported that the t1 and t2 anchors were left in the patient and that a back-up device was used to successfully complete the procedure. It was further reported that there was no injury to the patient or surgical delay associated with this alleged event.

Manufacturer narrative:
Examination was not possible, as the device will not been returned. Without the return of the device in question a root cause for this incident cannot be determined. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. No further investigation is warranted at this time. (B)(4).